Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the meter started to read inaccurately. She reported, date/time unknown, she obtained an alleged inaccurate blood glucose result of ¿220 or 200 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin pump therapy. She alleged, on date/time unknown, after the start of the issue, she developed symptoms of ¿sweating and low blood sugar¿. She reported, ¿about a year and a half ago¿, she consumed ¿more food/drink¿. No medical intervention was specified. During troubleshooting, the cca established that subject meter was set to the correct unit of measure. However, the patient no longer had testing supplies, so it was not possible to conduct a control solution test. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.